Event description:
All boxes of hemaprompt fg guaiac cards in ed with lot number 307 (which is our current only supply) have had numerous faulty testing cards. Control area is not developing therefore rendering the test faulty and unusable. Has been requiring utilization of multiple cards per patient specimen to find one in batch that does pass control.